Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sz 5 ps rp articulating trail broke into 3 pieces when being removed from the patient. All pieces were retrieved. No surgical delay.

Manufacturer narrative:
(B)(4). Investigation summary ==> the device associated with this report was not returned. The initial report stated the device would not be returned for evaluation. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.